Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the xl+ defibrillator/monitor indicating that there is a defibrillation error when doing operational test. There was no patient involvement. Available details indicate that the device had exhibited symptoms of a failure, but the device has reached its end of life (eol). The customer was provided an obsolescence letter. The device was not available for additional investigation as it is end of life. Because the device is end of life and cannot be repaired, the cause of the reported problem is unknown and cannot be confirmed. The customer was advised their device was end of life and cannot be repaired. It has been concluded that no further action is required at this time.

Manufacturer narrative:
H3 other text : device is end of life.